Event description:
It was reported to resmed (B)(4) that an astral device's external battery is not charging. There was no patient harm or injury reported for this incident. Ref MFR # 3004604967-2015-00028.